Event description:
It was reported, while in the cardiac cath lab, the md inserted the iab via the right groin. Two days after insertion, the pump alarmed "helium loss and kink in tubing" and blood was present in the helium tubing. The pump was immediately turned off and the iab was removed. After removal a chest x-ray was performed. The md stated the patient was stable and another iab was not necessary.

Manufacturer narrative:
Evaluation: the iab was returned. The guidewire & pump tubing were not returned. The central lumen was broken, approximately 1 cm from the bifurcation. The sheath was on the catheter, approximately 12 cm from the proximal end of the bladder. The tethered valve was attached to the lock connector. There was a bend in the catheter, approximately 15 cm from the bifurcation. The slide connector and data key were attached to the yellow fos cable. The fos broken, approximately 1 cm from the bifurcation. A guidewire was fed thru the central lumen, but would not pass the break. A vacuum was pulled on the one-way valve & held. The iab was submerged and pressurized in water. Bubbles exited the distal tip and luer, indicating a central lumen break. After blocking both ends of the iab, no other leaks were detected in the iab or bladder. A dr re-review was conducted without findings. The root cause was due to the broken central lumen, though it cannot be determined how or when the break occurred.